Event description:
Device malfunction: unk. Time of device malfunction/ae: during procedure/post procedure. Symptoms/ae: failure to achieve hemostasis/hematoma/pseudoaneurysm/hemorrhage/surgery. The following events were noted through a periodic article review. A retrospective review of a prospectively maintained database was performed. The purpose of the study was to evaluate the impact of ultrasound-guided femoral access on rates of technical success, conversion to open femoral repair, and access-related complications. During the study period, 88 consecutive pts underwent percutaneous closure (pre-close technique) of 152 large-bore access sites (>12 fr) after endovascular aneurysm repair between 2003 to 2007 using the prostar device off-label. Seven pts required conversion to open femoral cut-down all of which were the result of inadequate hemostasis. Four pts experienced hematomas, two pts developed pseudoaneurysms, 13 instances of blood transfusion, and one hemorrhagic complication when the sutures were tied. Reportedly, the inguinal ligament was buttressed to the arteriotomy repair much like a pledgeted suture. When the pt stood, the abdominal wall pulled the sutures through the vessel wall. Current pt status was not reported and no additional info was provided.

Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot # was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Attachment: zachary m arthurs, md et al; "ultrasound-guided access improves rate of access-related complications for totally percutaneous aortic aneurysm repair", published ann vasc surg 2008; 22:736-741 2008. See scanned pages.